Manufacturer narrative:
(B)(4). Asp investigation summary: the investigation included a review of the device history record (DHR) and system risk analysis (sra). Per the supplier, no anomalies were observed that would contribute to the customer's experienced issue. The sra indicates the risk associated with exposure to biohazardous, pathogenic or infectious material is "low." The product was not returned; therefore, no visual analysis was performed. The assignable cause of this issue is user-error. The customer did not follow the instructions for use (IFU) for storage of the product. The IFU states the tape must be stored away from uv light and under dry conditions. The customer exposed the tape to too much light. The customer was advised and no further issues have been reported. DHR review did not reveal andy anomalies and there was no issue with the sterrad unit as it was within working specification and no parts were replaced. The issue will continue to be tracked and trended.

Manufacturer narrative:
Brand name - the correct brand name is sterrad sealsure chemical indicator tape. Common device - the correct common device is indicator, chemical. Catalog number - the correct catalog number is 14202. Lot number - the correct lot number is 20514. Expiration date - 05/20/2016.

Event description:
A customer reported the sterrad sealsure chemical indicator tape did not change color correctly after a completed sterrad nx cycle. The affected load was reprocessed. There is no report of infection, injury or harm to patient(s) associated with this issue. Although there is no report of patient injury or harm and no prior incidents have resulted in serious injury, advanced sterilization products (asp) has determined in this situation sterility cannot be assured. Therefore, as a matter of policy asp had decided to report all incidents of sterrad&#59411;sealsure chemical indicator tape not changing color correctly.